Event description:
During follow up on an unrelated complaint, baxter received the following information from the patient's registered nurse (rn). On 19.sep 2012, the rn reported that on an unknown date the hp had experienced the cuff of their non-baxter catheter coming through the abdominal wall. On 20 sep 2012, the rn also reported that a few months ago (specific date unknown), the hp had placed duct tape over the catheter exit site and subsequently developed an exit site infection. Due to the infection the hp was switched to hemodialysis, but had recovered from the event and was able to return to peritoneal dialysis (pd) therapy a couple of months ago. The rn declined to provide information related to the manufacturer of the catheter for either instance. No further information was provided regarding this event. Patient injury reported: yes medical intervention required: unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)